Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's remaining test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.4 inr, qc 2: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 6:00 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. Within minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.6 inr. On (B)(6) 2019, a sample from the patient was tested using her doctor's meter (competitor device) and the result was 4.0 inr. Within minutes of this test, a sample from the patient was tested using the coaguchek xs meter, resulting with a value of 4.3 inr. Within minutes of the test performed with the doctor's meter, a sample from the patient was also tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. The patient's coumadin medication was adjusted as a result of the incident. No adverse events were alleged to have occurred with the patient. The patient is in fair condition. The patient's therapeutic range is 2 - 2.5 inr. The patient tests every two to three days, but reports results to her doctor once per week. The patient had changes in coumadin medication prior to the event due to being in the hospital for 8 days. The patient's product was requested for investigation and replacement product was sent to the patient.